Manufacturer narrative:
Cerner has distributed a priority review flash notification may 1, 2008 to all potentially impacted client sites. The software notification includes a description of the issue and an interim workflow adjustment to prevent the malfunction. A software modification is being developed and to address the issue for all sites that could be potentially impacted. Cerner corp will provide a follow-up report when the software correction is available.

Event description:
The issue involves the demographics banner functionality in (B) (4) and affects sites that use (B) (4). When the user selects a pt (patient a), then searches for and selects a different pt (patient b), then opens a chart type component such as a flowsheet, the pt name displayed in the (B) (6) status bar may not match the pt name displayed in the demographics banner. In certain instances, the following message could be displayed: demographic banner did not update. In other instances, the message dialog box may not be displayed. Pt care could be adversely affected, as clinical decisions could be based on the wrong pt info. Cerner has not received communication of any adverse pt events as a result of this issue.